Event description:
It was reported the patient presented with a leadless pacemaker (lp) that exhibited intermittent capture. The lp was deactivated and replaced on (B)(6) 2024. The patient was discharged following the procedure.